Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's mother stated that the customer has suspended the use of the pump. Customer's mother wants to know if the pump is compatible with the customer's supplies. Customer's mother was transferred to helpline. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.